Event description:
It was reported to fresenius that a novalung console began intermittently displaying error codes 206 and 208 about twelve hours after a patient was put on extracorporeal membrane oxygenation (ECMO) support. There were brief lapses in blood flow measurement when the alarms occurred. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. They tried switching the flow probes, but the same error codes kept reoccurring. The alarms required that the patient be moved to a different device with a working sensor box, but there was no blood loss due to the device change. It was confirmed there was no interruption in patient support. The patient was able to be switched in less than five seconds, so no injury occurred nor was medical intervention needed. A field service technician (fst) went onsite to evaluate the sensor box, and the replacement process was initiated for the device. The faulty sensor box was not expected to be returned for evaluation; the fst took the sensor box with them when they left the facility. The serial number of the sensor box is (B)(6).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not available for evaluation. Therefore, the reported failure could not be reproduced. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Originally, the components d500-0187bb and d500-0255aa with a problematic material combination (gold/tin) were included in this sensor box. An investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA was opened to address this issue, and the connection of the circuit boards has since been changed to stabilize the voltage supply of the ¿digiflow mini1¿ board.

Event description:
It was reported to fresenius that a novalung console began intermittently displaying error codes 206 and 208 about twelve hours after a patient was put on extracorporeal membrane oxygenation (ECMO) support. There were brief lapses in blood flow measurement when the alarms occurred. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. They tried switching the flow probes, but the same error codes kept reoccurring. The alarms required that the patient be moved to a different device with a working sensor box, but there was no blood loss due to the device change. It was confirmed there was no interruption in patient support. The patient was able to be switched in less than five seconds, so no injury occurred nor was medical intervention needed. A field service technician (fst) went onsite to evaluate the sensor box, and the replacement process was initiated for the device. The faulty sensor box was not expected to be returned for evaluation; the fst took the sensor box with them when they left the facility. The serial number of the sensor box is (B)(6).